Manufacturer narrative:
The date of the event was reported as "within the past week". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 4000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port weld. The leak was discovered during setup; however, prior to spiking. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : device manufactured between august 22, 2018 to august 23, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.